Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited noise, insulation damage (crushed subclavian), low impedance and oversensing. The right atrial (ra) lead exhibited noise, insulation break and low impedance. The rv lead was explanted and replaced. The ra lead was capped and replaced. Remain in use. No further patient complications have been reported as a result of this event.